Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not infuse nicardipine during therapy in the intensive care unit. The user confirmed that the correct infusion was programmed with a volume to be infused of 43.1 from a 250ml bag at a rate of 150, dose 15mg/hr, time 18 minutes with a total given of 574 unknown units. The customer also observed that the slide clamp was unclamped and stated that the infusion had been programmed at 7:39, the device was swapped out and that there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
N/a.